Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements and noise. A synchronous shock was delivered to test the lead integrity with acceptable measurements obtained. Lead extraction will be determined at a future date, however currently remains in service. No adverse patient effects were reported.